Manufacturer narrative:
Product analysis: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, undefined impedance, high impedance, oversensing and a high sensing integrity counter (sic) value. It was suspected the lead had fractured. The rv lead was explanted and replaced. It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the lead was replaced at the time of the rv lead revision. No patient complications have been reported as a result of this event.